Event description:
It was reported that there was oversensing and a sudden jump in impedance to 1696 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok" following the lead replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned. It was reported that there was oversensing and a sudden jump in impedance to 1696 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok" following the lead replacement procedure. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high oversensing.